Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of bone loss. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2012 due to bone loss, pain, periprosthetic fracture, and cup loosening. During the procedure, the head could not be disengaged and a well fixed stem was difficult to remove resulting in femoral fracture. It was also noted during procedure there was gray fluid and tissue. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-01305-1 / 01307-1 & 2013-00158).